Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: forceps elevator rough. Bending section rubber glue chipped. Bending section rubber glue cracked. Insertion tube scratched. Insertion tube boot scratched. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the user third-party culture report was not shared and because olympus could not culture test the subject device, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite duodenovideoscope tested positive for greater than 1 colony forming unit (cfu) of bacillus licheniformis. The issue was found during a wipe culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. The endoscope, accessories and endoscope cleaning/disinfection device was culture tested. Pre-cleaning was started immediately after completing case. The suction pump was used to suction water from the forceps/suction channel and the forceps elevator was moved up and down three times during suction. Air/water were used to flush the channels using the channel cleaning adapter (mh-948). The device passed leak testing. The forceps channel/suction channel, suction cylinder, forceps stopper and forceps elevator were brushed. The forceps elevator was not raised and lowered three times when submerged in the detergent solution. The forceps elevator was flushed and the distal end was flushed with the distal end flushing adapter. There were no issues with the automated endoscope reprocessor (AED)/endoscope washer disinfector (ewd). The endoscope reprocessor (oer-4) was used. The detergent used was end quick and the disinfectant used was aceside. The channels were connected with tubes when the endoscope was setting up in the AED/ewd, the concentration and expiration date of the disinfectant were controlled, the water quality of the rinse water was controlled, and the water filter replaced periodically according to instructions for use (IFU). The device was dried by wiping with clean with towel/paper and stored in storage without a drying function. It was unknown if the device was used on any patient between the date the device was tested and results obtained or if the device was quarantined. Additional reprocessing was performed on 15sep2023 prior to sending to olympus. The device was stored at room temperature with the same oxygen concentration that was in the air. The customer confirmed that there were no suspected patient infections due to the facility findings. Additionally, the customer states that the storage room was not cleaned for two months and they suspect the storage room environment contributed to the reported issue. The storage room was previously cleaned monthly but there have been changes to the cleaning staff. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.